Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pcu battery that would not charge during use could not be confirmed. File was opened to document an event that the customer reported. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the 4th floor neuroscience ICU department had to replace an alaris pcu during patient care because it would not charge when plugged into an electrical socket. There was no patient harm.